Event description:
During device preparation for an implant procedure, while upgrading the firmware on the pacemaker, the pacemaker went into back-up vvi mode. The device was not implanted and was replaced to resolve the event. The device never had contact with the patient and the patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed corrupted code from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure.